Event description:
Pt getting percutaneous nephrostomy under fluoroscopy using a guide wire. When attempted to remove guide wire it broke at the solder point, leaving about 2.5 inches in the pt's kidney. Attempts to snare remaining wire were unsuccessful. Pt to undergo laparoscopic surgery to remove remaining wire.